Event description:
Since july 2004, thru nov. 2004, one facility reported six cases of skin irritation at the access site after utilizing the radial artery sheath. The onset of symptoms occurred no less than ten days and no more than thirteen days after the procedure. Pts were presented with a raised swelling at the access site, measuring 2 cm in diameter and 3 cm in length. The swelling was measured to have raised approx. 1 cm. Histology indicated the irritation to be sterile with no tracking along the arm. Two pts required hospitalization.